Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported that they have a tooth that is sensitive to the aligners. The patient stated: "need bottom aligners that don't cover back teeth. I have one on the left that's pretty sensitive to them." The patient also marked sensitivity, discomfort, and mild pain. The patient also said that they put the top one in last night and woke up at 4am very uncomfortable so they went to take them out and passed out in the bathroom.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.